Manufacturer narrative:
The device was received and the evaluation is currently in progress. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event are typically caused by flexion/extension of the joint or leveraging of the hook while the hook is still in the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the additional relevant information is obtained from the evaluation, a follow up report will be submitted.

Event description:
It was reported that while the surgeon was pulling out the transfix hook that attaches to the guide, the top portion of the transfix hook broke within the removal tunnel. The surgeon was able to insert a scope in the knee space to confirm that the broken portion of the transfix hook was lodged in the knee space. The hook was not retrieved. The surgery was successfully completed. No further patient information was provided at the time of the report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.